Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that right ventricular (rv) lead was explanted due to high pacing thresholds during a routine device replacement. All other measurements were normal. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed. Visual inspection noted setscrew marks on all terminal connection at the correct location. The insulation appeared torn as well as the rate sense coils, and proximal shocking coils were stretched, this was likely induced during the explant procedure. Laboratory analysis concluded no anomalies on returned segments of lead other than induced damages occurred during the explant procedure. It was also noted that x-ray found no fractures, and both segments of the returned lead passed continuity testing and proximal segment passed testing that verified the conductor coils were appropriately insulated from one another within the lead body.